Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer indicates that the unit had EKG lead faults on all leads. Customer tried multiple cables, but the problem persisted.